Manufacturer narrative:
Exact date unknown, event occurred a month after the implant date. Implant date: (B)(6) 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18833301/20080283. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19562252.

Event description:
It was reported that the patient developed an infection. All device components were explanted. No further information has been obtained despite good faith efforts.